Event description:
Metal pin broke on one of the toothbrushes - oral-b [device breakage] brush head to come slightly loose - oral-b [device connection issue] case narrative: a spouse via phone stated that the metal pin on their wife's oral-b pro 2 toothbrush broke mid-brushing, which caused the oral-b toothbrush head to come slightly loose. No injury was reported.

Manufacturer narrative:
25-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Metal pin broke on one of the toothbrushes - oral-b [device breakage] brush head to come slightly loose - oral-b [device connection issue] . Case narrative: a spouse via phone stated that the metal pin on their wife's oral-b pro 2 toothbrush broke mid-brushing, which caused the oral-b toothbrush head to come slightly loose. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.